Manufacturer narrative:
Initial and final MDR 2587986-device 3 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced eight infusion set tubing leakage event at the site on (B)(6) 2026. The infusion set was in use for roughly twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.